Event description:
Caller reported a malfunction on the pump, identified by the code malf 0, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was informed by technical support that a replacement pump with updated software would be sent, and they were advised on using multiple daily injections as backup therapy.